Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes due to over delivery by the recalled infusion sets. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by more than 2 days prior to passing by the health care professional due to low blood glucose levels. The customer was not using sensors. The caller believes that the recalled infusion sets led to the customer's a1c dropping to 6.5 and them passing away. The caller stated that the customer received 92 units but did not clarify if this was basal or bolus insulin. The caller declined to return the insulin pump for analysis.